Event description:
During servicing of a (B)(6) male patients' monitor, a reportable event was discovered. The monitor response buttons were intermittent. The patient did not require replacement equipment.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the front response button switch was intermittent. The root cause of the intermittent switch cannot be positively identified. No adverse event resulted from the defective response button switch. The patient did not require a replacement monitor.